Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented to the procedure with a left bundle branch block (lbb), aortic stenosis and left ventricular outflow tract (lvot) calcium under the non-coronary cusp near the membranous septum, and with a membranous septum length of 5.2mm. While advancing the valve around the arch, the patient went into asystole. Pacing was then started, the pressure returned to normal, and the case continued following the standard navitor implant technique. The valve was implanted at a depth of 0mm on non-coronary cusp (ncc) and 0mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. Post deployment, a temporary screw-in pacemaker was then placed from the right internal jugular vein. The patient was reported to be hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient returned to the post anesthesia care unit (pacu). The patient was reported to be discharged. No additional information was provided.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented to the procedure with a left bundle branch block (lbb), aortic stenosis and left ventricular outflow tract (lvot) calcium under the non-coronary cusp near the membranous septum, and with a membranous septum length of 5.2mm. While advancing the valve around the arch, the patient went into asystole. Pacing was then started, the pressure returned to normal, and the case continued following the standard navitor implant technique. The valve was implanted at a depth of 0mm on non-coronary cusp (ncc) and 0mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. Post deployment, a temporary screw-in pacemaker was then placed from the right internal jugular vein. The patient was reported to be hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient returned to the post anesthesia care unit (pacu). The patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of left bundle branch block (lbb), aortic stenosis and left ventricular outflow tract (lvot) calcium under the non-coronary cusp. Post deployment, a temporary screw-in pacemaker was then placed from the right internal jugular vein. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. It is possible that due to patient's condition contributed to the event; however, this cannot be confirmed. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as temporary pacemaker was placed and the patient was hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.